Event description:
On 6 june 2022, the complainant contacted leica biosystems and reported that a user was injured while removing the specimen from the specimen holder of the cryostat, cm1950. The injured user did seek medical attention. Multiple contact attempts were made by leica biosystems to confirm if medical treatment was necessary; and if necessary, what type of medical treatment was provided. However, to date no response or further information has been provided by the complainant.